Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the device sometimes failed to turn on. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned and evaluated, the results of the evaluation confirm that sometimes the device does not turn on. Based on the results of the investigation, more than 5 years have passed since the subject device was manufactured, the malfunction likely occurred due to a power source board malfunction or video processing substrate malfunction.